Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g2 (disregard health professional and company representative) additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 01 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint of error e315 (incompatible scope) was not confirmed. Based on the results of the investigation, a definite root cause that led to the malfunction could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that there was a scope communication error e315 with the us-scope / us-probe. There was no patient harm associated with the event and the patient was not under anesthesia.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.